Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient wears their sensor beyond the seven day period which is considered off label use. The patient care specialist did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient wore the sensor for more than seven days. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: "sensors may be worn for up to 7 days (168 hours)."